Manufacturer narrative:
To date, the device has not been returned to medtronic for eval. If further info is received or the device returned, a follow-up medwatch report will be sent.

Event description:
The biomed tech reported that, the pt visited the ER two days after his bravo ph monitor was placed, as he was not feeling well. It was found that he had a blood infection. Follow-up was unsuccessful at this time. The biomed tech confirmed through a medwatch later received, that the pt has biopsies taken prior to his bravo placement and that the pt experienced heartburn post procedure. Two days later, the pt had a fever and was seen in an outpatient setting. Blood cultures confirmed a blood infection. The pt was given antibiotics and a CT scan confirmed that the bravo capsule was still in place. The pt planned on following up with his physician.